Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. The procedure was done under general anesthesia and fiducial markers were administered transperineally. After the procedure, a computerized tomography (CT) scan was done for simulation. The hydrogel was misplaced, half of it located in the right place, but the some of it is located in the pelvis veins near the prostate. Patient is asymptomatic and no complications have been reported. Patient will proceed with external beam radiation therapy.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced vascular.